Event description:
It was reported that cgm displayed malfunction error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, did not see malfunction error again, and successfully started new sensor session.